Event description:
Customer stated that the tones are no longer audible. Pump has not been dropped, bumped or exposed to moisture. Is not hearing confirmation tones when programming or at activation. Tone was not audible during tone test.